Manufacturer narrative:
Initial reporter facility: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter leaked near the junction during use. No serious injury or medical intervention reported.

Event description:
It was reported that bd intima ii IV catheter leaked near the junction during use. No serious injury or medical intervention reported.

Manufacturer narrative:
The batch record for lot#8079063 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation, the investigators were able to observe the reported failure mode in the sample provided, leakage testing verified that the leakage originated with the connection port of the extension tubing and the connection adaptor. The most likely root cause is misalignment during the joining of the two components, an automated visual system exists to detect and alert staff to this type of defect, however due to an abnormality this instance was note caught. Bd is implementing redundancies in the inspection process to further mitigate the occurrence of this issue. Investigation conclusion: according to the plant investigation and analysis, the defect occurred in the automatic line zone 6. When the defective product of zone 6 was not successfully rejected, it was dropped onto the zone 6 machine. If the defective product just falls to the product placement position on the turntable, and the defective product blocks the judgement of the swage camera, the swage detecting camera fails to detect the un swage product.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that bd intima ii IV catheter leaked near the junction during use. No serious injury or medical intervention reported.